Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with a1 pt for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 3.3 inr on coaguchek system 1 and 2.4 inr on coaguchek system 2. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at a medical facility.